Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that there was difficulty getting the helix of the right ventricular (rv) lead to extend and retract on both the initial attempt and second attempt to reposition due to very small r waves. When the rv lead was repositioned it took 40 turns to extend and retract the helix. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.